Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Additionally, the ra lead exhibited helix mechanism issue resulting in failure to retract the helix. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise, mode switch, and helix mechanism issue. A complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.